Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump had cracked display window corner and cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump keypad is unresponsive and the device has suspended. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 120 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.